Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif (open reduction internal fixation) with tfna (trochanteric fixation nail advanced). When drilling the lateral cortical screw with the drill bit, it interfered with the nail. A similar case had occurred at the same hospital in the past. Since the middle nail was used on the patient with a narrow medullary cavity like the previous case, the nail might have been bent and caused interference. The nail was inserted manually. After the interference, loosening of the black screw of the connecting screw was checked. The surgeon also checked to see if the compression nut had been turned too far, putting too much tension on the sleeve. However, the drill bit interfered with, making a grinding noise. Another device was used for drilling the lateral cortical bone, and it was completed without interference. The surgery was completed successfully without any surgical delay. The surgeon confirmed by x-ray that there were no pieces left in the patient. The similar case that occurred in the past was captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.